Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent (2.25mm x 24mm) to a calcified lesion in the lad with 80-90% stenosis but the device could not cross the lesion, when the device was removed it was noted to be deformed. The physician used a new device to complete the surgery. The patient is good. No clinical sequelae were reported. Evaluation summary: the hypotube was kinked at 26cm and 48cm distal to the strain relief. The hypotube was also kinked where it joins with the strain relief. There was evidence of damaged located on the 9th and 10th distal segments of the stent. The distal tip of the catheter was slightly damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 80-90% stenosis and calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 80-90% stenosis and calcification. Inherent risk of procedure ¿ (stent deformation). (B)(4).